Event description:
Sales rep (B)(4) reported on behalf of the surgeon prof dr (B)(6) that a rod had broken. The surgeon mentioned that he seems to see rod breakages more often in the recent past and wonders why this would be. Further info has been requested and will follow shortly.

Manufacturer narrative:
Method: complaint history analysis, x-ray review and risk assessment. Results: there have been (B)(4) previous complaints related to xia ii rods featuring post-op. The x-ray shows that the rod fractured on the side where all the levels of the construct were not instrumented. The surgery was performed to correct scoliosis. In this case a revision surgery has not yet been completed and stryker was not able to confirm if one is planned or not. Conclusion: as the product is still implanted, it was not returned, so a complete investigation could not be completed. However, the x-ray shows that the rod fractured at the location where all the levels were not instrumented and there was a large curve in the spine. This location would have been under large biomechanical loads due to the pt's spine curvature and lack of instrumentation. At this location, the rod is straight but the spine is curved, which most likely lead to repeated stress on the rod and eventual fracture after 5 years of implantation. Due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone.